Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to poor bone quality and loosening of the primary implant components.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could be confirmed, since review of CT imaging was able to confirm the device has loosened. Upon further investigation of the CT scans by healthcare professionals regarding the tibial component the following was observed: "the tibial construct shows a loosened and migrated component with radiolucence, anterior subsidence and larger cysts." Based on investigation, the root cause was attributed to a patient related issue. The event was caused by poor bone quality and cysts which led to loosening and subsidence of the tibial component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to poor bone quality and loosening of the primary implant components.